Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that "the patient experienced restless feeling in chest. The patient received ICD shock episode due to vt. On (B)(6) 2014, lead showed a dislocation. Repositioning of lead is planned in 1 or 2 weeks. The possible reason of dislocation is manipulation of lead during implantation." On (B)(6) 2014, the patient was hospitalized for lead reposition. Should additional information be received, this report will be updated. Reporting the event date based on the report.